Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture and one needle. The needle was observed to be detached from the suture. It appeared that the needle had disengaged under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic band revision to roux-en-y procedure. The sutures were being used for the anastomosis. For the first suture reload, the needle fell into the patient and was retrieved by grasper. For the second suture reload, the needle dislodged from the suturing device. For the third suture reload, there was difficult loading the reload. In order to resolve the issue and complete the case, opened new suture reloads. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
For the first suture reload, the suture detached from the swedge of the needle. The needle fell into the patient and was retrieved by grasper. For the second suture reload, the needle dislodged from the suturing device and fell into the patient cavity.